Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length, 3.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x32mm promus element plus drug-eluting stent was advanced to treat the lesion; however, during insertion, the stent was unable to pass through the guide catheter although there were two stents previously passed through the same guide catheter. The device was removed and it was noted that the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR. The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage on the proximal side with struts on the third row lifted proximally from the stent profile. The product stent protector was returned for analysis with the device and the inner diameter was measured within specification. The crimped stent od was measured at the undamaged distal and center portion and found it to be specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with myocardial infarction. Vascular access was obtained via the femoral artery. The 90% stenosed, 12mm in length, 3.5mm in diameter target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. A 3.00x32mm promus element plus drug-eluting stent was advanced to treat the lesion; however, during insertion, the stent was unable to pass through the guide catheter although there were two stents previously passed through the same guide catheter. The device was removed and it was noted that the stent was bent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.